Manufacturer narrative:
The product was connected to the spine test generator for functional testing and verified the warning 06.

Event description:
Based on limited information, during rf procedure there was a warning 06 and the case had to be stopped.